Manufacturer narrative:
No patient involvement was reported. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. DHR review for part # 03.111, supplier lot # u139095. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: 11-jul-2011. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a 1.1mm drill bit broke off inside a 1.5mm/1.1mm double drill sleeve. The devices were discovered stuck together in the sterile processing department. No patient involvement was reported. It is not known how or when issue occurred. This report is for one (1) 1.1mm drill bit (B)(4).

Manufacturer narrative:
Additional device product codes hwe, gff, hsz. Product development investigation was completed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed for the returned complaint device as part of this investigation. This complaint is confirmed. The returned drill bit was received in two pieces. The drill bit shaft has broken and a portion of the drill bit is lodged inside the returned drill sleeve. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned drill bit is already broken. The solid shaft outside diameter (od) near the breakage measured 1.088mm at which is within specification of 1.075mm to 1.1mm per the drawing. Current drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Definitive root cause could not be determined. Most likely due to off-axis force causing the drill bit to break at the location where it exits the drill sleeve or due to the six years old drill bit being dull and extra force exerted on the drill bit causing it to bend and ultimately break where it is not supported by the drill sleeve. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the event was intraoperative but before introduction to patient. Reportedly, fragments were generated and were removed. The surgery was completed successfully with one (1) minute delay. Concomitant medical products: double drill sleeve (part# 312.14, lot# 8888434, quantity 1).